Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Upon troubleshooting, rse found that the issue was resolved after the customer performed restart and shutdown of the system. This problem happened twice previously, and in both instances the host pc's cmos battery was changed. Since the problem reoccurred even after the cmos battery was changed, fse replaced the host pc in that work order. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system was not starting. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.